Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. A crack in the welding zone was observed. The reported condition was observed. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after the start of dialysis treatment with a polyflux 140h, an external dialysate leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.